Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and inadequate capture threshold were confirmed. The reported event of fracture was not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found an external insulation breaching the right ventricular cable lumen proximal to the suture sleeve impression consistent with friction to device can. No anomalies were found to the etfe cable coating but did find the inner coil lumen and ptfe liner of the inner coil breaching with the inner coil exposing at this location. The cause of noise and inadequate capture was isolated to the exposure of the inner coil at the abrasion location. All other damages found are consistent with procedural damage. Electrical testing and x-ray examination were normal.

Event description:
New information received notes that the episodes of over-sensing exhibited by the right ventricular (rv) lead reoccurred and that the lead exhibited high capture thresholds. A lead fracture was suspected. The lead was explanted and replaced. The patient was in stable condition.